Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was not delivering the insulin. It was stated that the customer was experiencing high blood glucose of 500mg/dl and than dropped to 400mg/dl during night. The customer had pen, but she did not treated with it before. Advised the caller to give insulin by pen immediately and to contact the doctor. No further information was provided.